Manufacturer narrative:
(B)(4). The found condition of a colleague infusion pump with failure code 812:02 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During the event history review, for the colleague infusion pump, baxter (B)(4) found failure code 812:02 to have interrupted delivery. The process step was before use. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. No additional information is available.